Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer stated that the reservoir compartment was broken off. The customer stated that there is damage to the drive support cap. The customer's blood glucose level was 127 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The motor error alarmed during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the occlusion, prime, or excessive no delivery alarm tests due to the motor error alarm. The motor was tested outside of the device and passed the motor test. The pump passed the self test, unexpected restart and all operating currents were normal. No unexpected low battery or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip, a missing black o-ring/seal from the inside reservoir tube and broken battery tube threads. The drive support disk was inspected and no anomaly was noted.